Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2011-01630. It was reported that during a peripheral treatment procedure, deflation difficulties were encountered. The procedure was for repair of an abdominal aortic aneurysm which was located below the renal arteries. An equalizer balloon catheter was advanced and inflation was performed. The physician decided to reposition, but was unable to deflate the balloon. A guide wire was advanced to pop the balloon and it deflated successfully. A second equalizer balloon was advanced and the deflation issue occurred again, at procedure end. A guide wire was again utilized to deflate the balloon and it deflated successfully. There were no patient complications reported and the patient's status is ok.

Event description:
It was further reported that the equalizer balloons were utilized for post-dilation of an abdominal aortic aneurysm (aaa) stent. The vessel was mildly tortuous with no significant bends. The balloons were not inflated during preparation. The devices were each advanced over a non bsc guide wire without issue. Deflation was unsuccessful during the first attempt for each of the balloons. During inflation, a 50/50 contrast ratio was utilized in a 30ml syringe, with no issues. The same 30ml syringe was used when attempting to deflate the devices. When deflation was unsuccessful, they attempted to deflate with smaller syringes; however, the balloons would not deflate at all. Additionally, the balloons were not "popped" as initially reported. In both instances, when the physician was advancing a guide wire in order to pop the balloon, the balloon just deflated on its own. The balloons were each inflated for approximately a couple of minutes. As the vessel was blocked, the patient's blood pressure had dropped and medication was administered. Once the balloon deflated, the pressure increased too high and medication was administered again in order to reverse it. It was unknown with which balloon this issue occurred. The devices were removed intact without issue.